Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar event of kinked cannulas with two infusion sets. The symptoms were noticed within 3 hours of insertion. The site was back of upper arm and abdomen for respective events and was rotated regularly. Patient \'s blood glucose level at the time of event was 280mg/dl therefore, patient replaced infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09386 - device 2 of 2.